Manufacturer narrative:
F10 code #1802-labeling na. Co is currently investigating the alleged event. Co will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Ambulance personnel responded to a patient down for a unk period of time. During the event the patient progressed to ventricular fibrillation and an attempt was made to defibrillate. Allegedly the device would not charge past 10 joules. Repeated attempts were made at different energy levels and using different batteries with no change in the operation of the device. The patient was not resuscitated.